Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. However, a DHR review of this device was conducted. The performance specifications and the components demonstrated high process capability to the specification. There were no abnormalities or deficiencies found. A possible root cause of this event is that the filter became saturated with fluid causing a decrease in the vacuum pressure. This could lead to decrease tissue transportability through the device. Although no serious injury occurred, upon consultation with devicor's medical department, this event has been determined a reportable malfunction, pursuant to 21 cfr 803.

Event description:
The sales rep reported that the mammotome elite holster (meh1) had vacuum issues. The tissue continues to get stuck in the device.